Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the logs. The cause of the iipv in the logs was determined to be: insufficient drain- false empty detect and use error as the initial drain alarm setting was inappropriately programmed too low (0ml). A service history review revealed no previous service events were related to the iipv. A labeling review found labeling to be adequate for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse on (B)(6) 2011 regarding the increased intra-peritoneal volume (iipv) that was found during evaluation. According to the nurse the patient has not mentioned any symptoms of overfill. The patient has been able to resume therapy successfully and has not reported any issues. There was no patient injury or medical intervention associated with this event. No further information is available.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 4121ml. This meets iipv criteria. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.